Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the elective procedure to replace this patient's device, out of range shocking impedance measurements were produced with this right ventricular (rv) lead. Troubleshooting was performed and shock impedances were still greater than 200 ohms. Testing was then performed with the lead connected to a pacing system analyzer (psa) and out of range pacing impedance measurements greater than 3000 ohms were produced in addition to noise and pacing inhibition. Therefore, this lead was removed from service and replaced. No additional adverse patient effects were reported.